Event description:
Info received indicates the head of bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to a faulty CPR valve. The CPR function on the bed was working. He replaced the CPR valve to repair the bed.